Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that stimulator was heating up hot on at different times through out the day. Patient has lost over 30 pounds and the battery is closer to the skin surface than it had been before. The intermittent heating due to adaptive stim was ruled out as pt turned that feature off. Patient services will be send a new recharging paddle so we can rule that out. Patient mentioned that he only recharges once every 3 weeks and has not noticed any changes in battery life or recharge time. Trouble shooting was done over the phone. If patient keeps experiencing this they will make an appointment to see the physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported cause was not determined. It was not due to adaptive stim, and the patient was going to order a new recharger to rule that out. Adaptivestim was turned off as patient mentioned it was heating upat different times throughout the day. Patient turned stimulation off and heating went away. Patient called customer service to get a new recharging paddle to rule that out. Issue has not resolved. Patient will meet with the physician, date unknown, and discuss what to do next.

Manufacturer narrative:
E: the correct initial reporter is patient, not health care provider. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.